Manufacturer narrative:
It is not known at this time if the device will be returned for eval. If the device or add'l info becomes available it will be reported on a supplemental report. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported via maude event report (B)(4) that, during an orif of the hip the surgeon was using the reamer in the femoral canal and the reamer head broke off in the femoral canal. There were two small pieces of the base of the reamer head retained in the femoral canal pieces were extracted. Reason for use: bone fracturing requiring fixation devices.